Manufacturer narrative:
(B)(4). The investigation showed that there are cracks on the bloodoutlet cover. (B)(4).

Event description:
On (B)(6) 2011 the (B)(6) noticed that there was a leak during priming (lot number: 70064441) (B)(4).